Event description:
Per the clinic, the patient experienced a decline in performance. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(4), 2014.

Manufacturer narrative:
This report is filed april 23, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.